Manufacturer narrative:
The caller reported that the problem was isolated to the main pcb. The customer has elected to order a replacement part to repair. Manufacturing facility has initiated a corrective and preventive action associated with the customer reported failure. Information has been added to the database for trending purposes.

Event description:
Nellcor puritan bennett received a report that the unit did not provide an audio tone.